Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, (B)(6) 2017, or surrounding days. Bolus requests were often made in the early morning hours (between 1:00am and 4:00am). There were no erratic basal rate adjustment. Early morning bolus requests, if going to sleep directly after, could cause bg levels to go low. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (exact values were not provided). Juice was consumed to address the low bg. The customer had to be awakened and juice was given by the boyfriend, as the customer was unable to get out of bed. Recommendation was made for the customer to contact the healthcare provider regarding bg levels.